Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.(B)(4).

Event description:
Material no.: unknown, batch no.: unknown. It was reported replasing lesions of the groin and thigh while using chlorhexidine. Per article: of note, similarly appearing, relapsing lesions of the groin and thigh progressively worsened over the past 4 months despite the use of ketoconazole cream, topical chlorhexidine, and clindamycin swabs as well as numerous courses of antibiotics for escherichia coli urinary tract infections and bacteremia.